Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose value was more than 600 mg/dl at the time of the incident. The customer stated that she was in the range of 500 mg/dl and 400 mg/dl blood glucose. The customer was assisted with troubleshooting for high blood glucose. The customer's other blood glucose value was 447 mg/dl. The customer was treated with insulin pump. The insulin pump will not be returned for analysis.